Event description:
On (B)(4) 2012, customer reported a brownish leak around the mixing chamber area of the dxh 800 hematology system. Customer could not locate the source. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and observed that the nucleated red blood cell (nrbc) drain port was plugged. Fse cleaned the port and verified drainage. No further leaks were reported. Repairs were verified as per established procedures and results met published performance specifications.

Manufacturer narrative:
(B)(4).